Event description:
It was reported that during implant attempt, the physician was unable to get good sensing and threshold values. The lead was not used and was replaced. No patient complications have been reported as a result of this event, and the patient's status was noted as "fine."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.